Event description:
It was reported that a stent broke off. A 2.50 x 28 promus premier stent was used for treatment, but when the stent was released, it broke off. The procedure was completed with another stent. No patient complications were reported in relation to this event.